Event description:
It was reported that during anterior communicating artery (acoma) surgical procedure, the physician planned to use the subject device. The physician then applied additional tension and attempted delivery again, managing to advance the distal portion of the subject stent approximately 1 cm into the microcatheter. However, the delivery resistance remained high, and multiple attempts failed to fully advance the stent into the microcatheter smoothly. The physician then withdrew the stent system and observed that the distal tip of the stent was damaged. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received on 07-may-2025 stated that the subject stent was broken/fractured within the microcatheter, during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received loaded on the stent delivery wire (sdw), partially deployed from the distal tip of the introducer sheath. The introducer sheath distal tip was kinked/bent as well as crushed. The stent was unable to be advanced distally through the kink/bend in the introducer sheath. While attempting to remove the stent proximally, the stent was broken. Deformation was noted throughout the stent. All 3 marker bands were present at both ends of the stent. The sdw was noted to be intact. The functional inspection was unable to perform due to the damage to the introducer sheath. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent broken/fractured during use' was not confirmed during visual inspection. The remaining ar events 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician inspected the stent, confirmed its integrity, and thoroughly rinsed it. Subsequent delivery of the stent commenced, but significant resistance was encountered during its advancement through the microcatheter. The physician then applied additional tension and attempted delivery again, managing to advance the distal portion of the stent approximately 1 cm into the microcatheter. However, the delivery resistance remained high, and multiple attempts failed to fully advance the stent into the microcatheter smoothly. The physician then withdrew the stent system and observed that the distal tip of the stent was damaged'. In the gfe follow-up replies, the user stated that the stent was noted to be broken/fractured after it had been withdrawn from the microcatheter. The stent was returned partially protruding from the distal end of the introducer sheath. The distal tip of the introducer sheath was severely kinked/bent. This prevented the stent from being advanced. During efforts to remove the stent proximally, the stent fractured into 2 pieces. Prior to this manipulation, the stent was deformed but was not broken/fractured. The stent delivery wire (sdw) was noted to be undamaged during analysis. Although the initial statement in the event description suggests that there was a difficulty advancing the stent within the microcatheter, a subsequent statement suggests that only 1cm of the stent actually entered the proximal lumen of the microcatheter. This is much more likely to have been the case. The severe kink damage noted to the distal section of the sheath is typically associated with an introducer sheath that is pushed against a closed/partially opened rotating hemostatic valve (rhv) vent cap. This type of damage is very unlikely to occur once the sheath has been correctly loaded inside an rhv. If the distal section of the sheath is severely kinked when being placed into the rhv, the stent is going to experience significant resistance/friction when attempts are made to advance it into the microcatheter lumen. An assignable cause of handling damage has been assigned to the 'as reported' (ar) event 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer'. Similarly, as an assignable cause of handling damage has been assigned to the 'as analyzed' event as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and is reported to have been used in accordance with the dfu, but performance was limited due to handling factors during preparation/set-up. An assignable cause of not confirmed has been assigned to the remaining ar event 'stent broken/fractured during use'. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during anterior communicating artery (acoma) surgical procedure, the physician planned to use the subject device. The physician then applied additional tension and attempted delivery again, managing to advance the distal portion of the subject stent approximately 1 cm into the microcatheter. However, the delivery resistance remained high, and multiple attempts failed to fully advance the stent into the microcatheter smoothly. The physician then withdrew the stent system and observed that the distal tip of the stent was damaged. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.